Manufacturer narrative:
Correction: pi main conclusion statement sent in initial MDR is incorrect. The correct statement is as follows: based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's peripheral right lead had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein the migrated lead was repositioned to address the issue.